Event description:
Customer called to report a leak at the flow cell with a "laser offset upper failed" error from the coulter lh750 hematology analyzer while troubleshooting the errors. Customer was inspecting the differential mixing chamber when the fluid leak was noticed from the flow cell cover area. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found the leak under the flow cell. The fse noticed that the tubing at the bottom of the flow cell had come off of the fitting. The fse replaced the tubing and corrected the flow cell position, after which there was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The root cause of the leak is attributed to the tubing from the bottom of the flow cell that had come off the fitting.

Manufacturer narrative:
(B)(4).